Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier need to replace. A field service engineer (fse) addressed the issue was also experiencing issues. Replaced the biometric identifier from station 02 with 01 and tested the device in hardware test application, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier needs to replace. Customer reported a bioid issue that was remotely corrected; however, replacement of bioid unit 01 with unit 02 is still required to fully resolve the issue. However, there were no delay to patient care and adverse events or injuries reported based on this incident.